Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted physical damage to the lead and resistance testing confirmed the lead was electrically discontinuous. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise which was over-sensed causing pacing inhibition. No asystole was observed. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.